Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a directly tested nasopharyngeal swab. Repeat testing was performed. The result was negative. Confirmation testing on gene expert (beckman) generated negative results (CT values not provided). The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.